Event description:
Reportedly, during a follow-up a pacing threshold test was attempted. The programmer screen returned back to the pacing threshold screen short after pressing the start button. The launching of this test was attempted several times without success. A new interrogation was tried but the buttons (interrogate and end) were not available. The programmer was shut down by plugging it off as it was not reacting anymore. Normal follow-up interrogation was possible after the reboot.